Event description:
It was reported that the user¿s glucose sensor displayed high readings while they were not connected to the ilet pump for approximately a week, and the user utilizes a subcutaneous insulin pen and performed a supply change with guidance. Symptoms included hyperglycemia and shaking or tremors. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information on a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.